Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and pump error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer treated with food and insulin pump. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, cracked retainer, and minor scratched lcd window.